Event description:
Reportedly, the instrument could not be fired, the handle jammed and broke off. The tumor was so deep the surgeon had to close the anastomosis "blind"; the surgeon sewed the anastomosis transanal.